Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Battery cap stripped coin slot noted. Pump was received with cracked reservoir tube lip, minors scratched display window, cracked battery tube threads.

Event description:
The customer reported via phone call that they experienced high blood glucose readings for the last two months. The customer stated that blood glucose was not registering on the meter. The customer stated that the display screen is cracked and the battery door torn up. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.